Event description:
Patient reported experiencing elevated blood glucose (200-300 mg/dl). Patient indicated that she felt that device was under-delivering insulin. Patient indicated that she switched to backup device and blood glucose levels returned to normal.